Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device administered the wrong amount of dosage. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through 3 accuracy tests, and all were within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended.